Manufacturer narrative:
It was reported that the pint sensor (pressure sensor) is out of specification the failure was detected during inhouse repair. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-07 and 2023-04-21/22. The failure could not be reproduced. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the cardiohelp was reviewed and no malfunction was found on the date of reported event on 2023-02-28. The getinge technician confirmed, that the most probable cause was his faulty test equipment, which led to the out of specification readings. Further, according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Moreover, according to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The device was manufactured on 2017-08-11. The review of the non-conformities has been performed on 2023-03-09 for the period of 2017-08-11 to 2023-02-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "pint sensor (pressure sensor) is out of specification " could be confirmed, but is not a device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the pint sensor (pressure sensor) is out of specification. The failure was detected during inhouse repair. No harm to any person has been reported. Complaint ID: (B)(4).